Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on the (B)(6) 2015 between 08 and 10 o' clock a mp70 did not raise the alarm for invasive blood pressure (ibp) far under minimum. Pic did raise the alarm but the strip of the alarm is not saved. The nurse was in the room to make the beds and recognized it. Also after the bronchoscope the same act occurred. Subsequent simulation showed a normal alarm. The device was in use during monitoring a patient and no patient harm was reported.

Manufacturer narrative:
.